Manufacturer narrative:
(B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys go npwt device. The complaint is inconclusive because no photos or samples were returned. However, the issue of no alarm when the canister is full has been previously reported. Since negative pressure therapy involves various elements within a system, it is difficult to determine a definitive root cause for the failure to alarm. It is possible that the alarm did not trigger because the pump received enough of a flow rate of air to prevent a blockage or leak alarm from sounding. It cannot be determined from the complaint description what the conditions were within the system and therefore a definitive root cause cannot be determined. The DHR could not be reviewed because no lot information was provided. Complaints will continue to be monitored. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.

Event description:
Failure to alarm clinician had a full canister, no air left in the canister. The canister was not alarming and there was drainage backed up in the dressing. Since switching the canister, the machine is now alarming when full.